Event description:
Instrument was sent in for repair-mismatched device. Upon evaluation, device was found to have wire in tip and shooting straight shots. Follow up with user revealed that straight shots were deployed into patient. Straight shots removed from patient. Patient reportedly recovering.

Manufacturer narrative:
Problem confirmed for straight shots. This was due to a small piece of wire being lodged in the tip. This can occur if the user deploys more than the recommended number of constructs as specified in the instructions for use for this device.